Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had high blood glucose. Customer's blood glucose was 500 mg/dl. The customer. The customer stated that he was giving insulin and it stays high and when try to do a bolus won't let him because it has active insulin in board. The customer was advised that if he has active insulin on board the bolus wizard will not allow him to give more insulin. The customer was advised and showed where to find active insulin time and also performed self test and function test and it passed. The customer was advised the pump is working as designed. The customer stated that he will speak to doctor about possible lowering active insulin time.